Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review this pacemaker presenting electrogram (egm). It was noted that pacemaker mediated tachycardia (pmt) and sudden brady response (sbr) episodes were recorded on the device. Upon review of the presenting egm, ts determined the pmt and sbr rhythms appeared to be atrial driven. Ts noted an abrupt drop in sinus rate during the sbr episode. Further review of the egm showed device had recorded a signal artifact monitor (sam) episode where the minute ventilation (mv) feature was disabled by the sam possibly due to oversensing noise. The presenting egm shows the device to be functioning as programmed. At this time the device remains in service. No adverse patient effects were reported.